Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 was damaged and it was noticed before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 was damaged and it was noticed before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one picture sample was received for evaluation by our quality engineer. No physical samples were received. Upon examination of the picture, the injector was observed damaged with cuts along the surface. A device history record review did not reveal any quality notifications during the production of the provided lot number, however, two maintenance interventions did occur during the manufacture of this lot number. The cuts along the surface of the injector were caused by blades within the manufacturing area. The interaction between the blades and the injector was a result of a jam within the machinery. Upon detection of the jam, two maintenance interventions occurred and defective product was discarded. By mistake, the injector shown in the picture was not properly discarded by manufacturing personnel. Investigation conclusion: the cuts on the surface of the injector were caused by the blades probably during a jam in the machine. They were adjusted according to the 2 maintenance interventions documented during the manufacture of this lot. By mistake, the injector was not properly discarded by the personnel in the area.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 was damaged and it was noticed before use. There was no report of exposure, serious injury or medical intervention.